Event description:
This lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2013 due to visible conductor fracture and issue on oversensing and impedance. The physician was (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).